Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell, and then she began experiencing unwanted stimulation in her ribs and abdomen when stimulation was turned on. Impedance check revealed no abnormalities. The patient underwent scs system replacement. Effective therapy was restored post-op.

Manufacturer narrative:
The explant date was corrected.